Event description:
Information received indicates the head of the bed cannot be raised or lowered.

Manufacturer narrative:
The technician found the head hi/low hydraulic cylinder wasn't responding. He replaced head hi/low hydraulic cylinder to air the bed.